Event description:
It was reported that during an anterior resection procedure, the gas escaped from both the duckbill seal and universal seal, once an instrument had been removed. Usually by tapping the device the seal re-approximated itself, on this occasion it did not. Visibility was not affected and 15 liters flow of gas was used during case. It did not noticeably extend the procedure by any length of time. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.